Event description:
The facility reported an infusion pump that underinfused during biomed testing. Although attempts were made by baxter, details were not provided regarding device programming. The hosp rep stated they have no record of any patient incident since the last baxter service event.